Manufacturer narrative:
Clinical review: there is a relationship between pd therapy utilizing a liberty cycler with cassette and the patient event of peritonitis and hospitalization with subsequent transition to hemodialysis. There is no documentation in the complaint file to show a causal relationship between adverse event and use of liberty cycler with unknown cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for the event. Although no information was obtained related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination with the pd catheter being a source of entry for organisms into the peritoneum. Limited information, and no allegation of malfunction of unknown liberty cycler with unknown cassette can be excluded as the cause of the patient¿s peritonitis. Plant investigation: sample was not returned to the manufacturer and the lot number was not provided. A review was performed on the products shipped to the patient for the three (3) month time frame which preceded event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to account within the selected time. The entire set of lots have been sold and distributed. There were no non-conformances identified during the manufacturing process which could be associated with event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the complaint. As a evaluation could not be performed, a definitive cause could not be reached.

Event description:
During a voice of the customer survey, this female patient reported discontinuing peritoneal dialysis (pd) due to a serious infection. Additional information was provided by the pd clinic. The patient was admitted to the hospital on (B)(6) 2021 with a diagnosis of peritonitis. During the hospitalization, the pd catheter was removed, and the patient transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and started in-center hd on (B)(6) 2021. No additional information was provided related to the peritonitis event.